Manufacturer narrative:
(B)(4). (UDI #): (B)(4). Report source: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during initial operating room setup, the nurse handling the femoral provisional had black residue on her gloves. There was noticed to be black debris on the inside of the left and right femoral provisional. There were five sets examined and all five sets had the same black debris. As a result of the event, the surgery was delayed 35 minutes. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Sem / eds analysis of the debris found on the instruments was performed and observed that the various effected areas were filled with debris which predominantly showed oxides and some areas showed chlorine. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. The root cause is attributed to a maintenance due to following reason. All the metallic instruments contained in the trays show water marks. Some of the chemical elements (ca, s, o) do not come from the instruments themselves, but could come from caso4 contained in hard water. The black residue is ¿uniformly¿ spread on each and all the instruments, which is only possible through contact with air and water. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.